Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient formed an abscess coincident with the use of floseal. The type of surgery and indication for use of floseal was not reported. The location of the abscess was not reported. It was not reported if the patient was hospitalized for the event. Treatment and the status of the patient outcome were not reported. No additional information is available.